Manufacturer narrative:
All concerned devices have been returned and replaced accordingly. (Middle of january 2016 to first week of february 2016). The device that was detected in at (B)(6) was retuned and all related device in (B)(6) has been un-installed. The hospital is no longer using the device. Our investigation have lead to likely hypothesis, but unable to reproduce the issue and lack of access to an equivalent system. We have decided to not continue the investigation any further. All affected units have been retuned and replaced accordingly.

Event description:
Heating of audio system. We had been notified of an incident where the cable of the nnl headphone heated during an examination. It was reported that after a patient scan, the operator identified that the headphone cable had become heated. No injury was reported to the patient or the operator. However, it was reported the cable was sufficiently heated to become uncomfortable to touch, with the potential to cause injury. The nnl audiosystem in question, had had a modified headphone (a set of resistors located at the connector of the headphone cable). The incident occurred on the 1.5t scanner (philips) during a spine examination in a hospital in (B)(6).